Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction related to the low bg. During device investigation, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40-70 mg/dl) and juice was consumed to address the bg level. The customer did not know the cause of the low bg. Tandem technical support advised the customer to discuss the low bg events with a healthcare provider.